Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after removing the abt 20-pole ring catheter and inserting the farawave, the hemostatic valve was found to be damaged, and air ingress was detected. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported farawave catheter, starter guidewire and a non-boston scientific 20-pole ring catheter were inside the sheath prior to, and/or at the time, the air was observed. Non-boston scientific infusion pump was used for the irrigation of sheath. Air was detected in the flush port. The guidewire was approximately 2cm beyond the tip. No visual damage was noted on the hemostatic valve. No other issue has been reported.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that after removing the abt 20-pole ring catheter and inserting the farawave, the hemostatic valve was found to be damaged, and air ingress was detected. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported farawave catheter, starter guidewire and a non-boston scientific 20-pole ring catheter were inside the sheath prior to, and/or at the time, the air was observed. Non-boston scientific infusion pump was used for the irrigation of sheath. Air was detected in the flush port. The guidewire was approximately 2cm beyond the tip. No visual damage was noted on the hemostatic valve. No other issue has been reported.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.